Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare (f&p) representative that the tubing of multiple opt942 optiflow + adult nasal cannulas were damaged. There was no patient consequence.

Manufacturer narrative:
(B)(4). One of the complaint opt942 optiflow + adult nasal cannulas is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). The opt942 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt942 optiflow + adult nasal cannulas were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that that the tubing of multiple opt942 optiflow + adult nasal cannulas have "torn at the circuit connector". Conclusion: we are unable to determine the cause of the reported damage to the subject opt944 optiflow + adult nasal cannulas. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannulas would have met the specification at the time of production. The user instructions which accompany the opt942 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death."; "do not crush or stretch tube, to prevent loss of therapy."; "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) representative that the tubing of multiple opt942 optiflow + adult nasal cannulas have "torn at the circuit connector". There was no reported patient consequence.